Event description:
The patient underwent surgery for placement of a gastric feeding tube in (B)(6). The following day, the patient was required to return to surgery because the feeding tube came dislodged. The attending physician believed that the portion of the balloon where there is glue seemed as if it had peeled off and flipped on itself, thus deflating the balloon and causing it to fall out of the patient. The device has been reported and returned to the manufacturer for failure analysis.